Manufacturer narrative:
(B)(4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced sharp pain in her mid thoracic area. The pain would only occur when stimulation was on. The implantable neurostimulator was reprogrammed. Analysis of the stem revealed that all impedances were within normal range. The system was working. An x-ray was done. Revision surgery was scheduled. A lead fracture was discovered at revision. The lead was replaced. The pt was not having pain postoperatively. The pt recovered without sequela.